Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative that the patient had generalized insult on the first of august during her sleep. She was moving all limbs during 8 minutes and afterwards felt numb. There was no predream or aura. The severity was described as moderate and the outcome was resolved without sequelae (B)(6) 2016. The event was possibly related to the neurostimulator and programming/stimulation and related to medication and worsening or exacerbation of an existing condition. Diagnostics included the patient reporting the event and having normal diagnostics on (B)(6) 2016. Actions taken involved an epileptologist visit, a medical/non surgical therapy where vimpat was associated in the automated external defibrillator (AED) on (B)(6) 2016. The issue was considered resolved at the time of report. No surgical intervention had occurred and none was planned. The patient's medical history included being diagnosed with epilepsy in 1994. The patient status at time of report was alive, no injury. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient experienced a generalized tonic-clonic insult on (B)(6) during their sleep. The patient was moving all their limbs during the 8 minutes (tonic clonic), and afterwards, the patient felt numb. It was confirmed that there was no predream or aura.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.